Event description:
A woman who developed a 2cm hemorrhage on the mid and superior aspect of the cerebellar vermis with surrounding edema. She was to have a cerebral arteriography with endovascular onyx liquid embolization of basilar perforator 2mm dissecting aneurysm. The onyx unintentionally flowed into other perforator arterioles causing further cerebellar incident. The patient is vegetative. Dose or amount: .1cc. Dates of use: 2008 - 2 hrs. Diagnosis or reason for use: vermian hemorrhage, subarachnoid hemorrhage. Event abated after use stopped: no.